Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed alarm error codes/messages. There was no patient involvement.

Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue to the lvp mech assy 8100. During servicing we identified a motor stall which constitutes a reportable malfunction. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/23/2008 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed alarm error codes/messages. There was no patient involvement.